Event description:
It was reported that the customer passed away. The causes of the customer's death were reported as diabetic ketoacidosis and a diabetic coma. The customer's mother stated that the customer had been wearing the insulin pump daily, but when they found him unconscious on the floor, they noticed that he had pulled off the insulin pump and it was lying next to him. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.